Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent an urgent pump exchange due to thrombosis. A log file analysis was performed and found a log file time step range from 21:20 to 03:17. The file was filled with low flow & low speed advisories. The patient was intubated and implanted with an rvad (right ventricular assist device) and was on ECMO (extracorporeal membrane oxygenation). The patient expired on (B)(6) 2020. The cause of death was reported to be multi organ failure, the death was considered to be device related for device thrombosis. The patient reportedly had low flow alarms until expiration.

Manufacturer narrative:
The hemodynamic instability previously reported in b5 after the exchange will be reported in MFR# 2696596-2020-02220 since the account attributed the thrombus, msof, and death to the first pump and low flows continued until death. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent an urgent pump exchange due to thrombi on (B)(6) 2020. The patient was intubated and implanted with a non-abbott rvad (right ventricular assist device) and was on ECMO (extracorporeal membrane oxygenation). The patient expired on (B)(6) 2020. The cause of death was reported to be multi organ failure, the death was considered to be device related for device thrombosis. Hemodynamic instability was reported under MFR# 2916596-2020-02220.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed through this evaluation. Additionally, a direct relationship between the device and the reported multi organ failure, cardiogenic shock, and patient outcome could not be conclusively determined through this evaluation. Evaluation of the retrieved log files confirmed low flow events; however, the alarms could not be confirmed as no controller log files were submitted. A direct cause for the reported low flow alarms could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 6 inches from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The cuff lock was fully engaged and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device captured a drop in flow on (B)(6) 2020 at approximately 10:03:40 am. The flow never recovered fully for the remaining duration of the log file. The log files appeared to show the pump operating as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU, rev. B is currently available. This IFU lists pump thrombosis, multiple organ failures, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.